Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 4.11d. Unit passed the displacement test. Unit had scratched case, serial number label missing, cracked keypad overlay, cracked retainer. The unit p-cap / test reservoir locks in place properly and no anomaly noted.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.